Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump speaker malfunction alarm occurred and pump screen went dark and would not turn on until caller followed instructions to reconnect pump to charger and wait for startup, after which malfunction code Malf 16 was displayed and pump could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery while Tandem Technical Support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it using pre-paid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.